Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm but it was resolved by performing complete set change. The customer's blood glucose was 11.0 mmol/l at the time of incident. The customer also mentioned a motor error alarm. The reservoir will not be returned for analysis.